Event description:
The customer observed a falsely decreased alinity I estradiol result for one patient. The following data was provided: sample ID (B)(6) initial result, on 22jun2023, was 985, repeat, on another analyzer was >1000, repeat, with a 1:5 dilution, was 1817 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity I estradiol results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for the issue for the product. Device history record review did not identify any related non-conformances or deviations with the likely cause lot and complaint issue. The overall performance of alinity I estradiol reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median population result for the complaint lot(s) are within established limits, indicating that the lot(s) are performing acceptably in the field. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I estradiol, lot number 45365ud00, was identified.

Event description:
The customer observed a falsely decreased alinity I estradiol result for one patient. The following data was provided: sample ID (B)(6). Initial result, on (B)(6) 2023, was 985, repeat, on another analyzer was >1000, repeat, with a 1:5 dilution, was 1817 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry: (B)(6). All available patient information was included. Additional patient details are not available.